Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation on june 24, 2016 confirmed that the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. When the high-frequency output is continued for a long time (more than 15 seconds), the seal incomplete error occurs. This is a normal operation and does not mean malfunction of the equipment. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used for a laparoscopic right hemicolectomy. Seal incomplete errors occurred during the procedure. The procedure was completed with the subject device. There were no patient injuries reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on june 24, 2016 confirmed that the coating on the outer surface of the jaw had partially come off.